Event description:
Pt underwent hernia repair with mesh from ehticon prolene pmii lot rbe609 exp. 1/07. Ehticon recently reported the existence of counterfeit mesh with above lot #. At this time the pt is not exhibiting any side effects.